Event description:
On (B)(6) 2010, the pt reported she noticed liquid in the cartridge compartment of the infusion device on (B)(6) 2010. She removed the insulin cartridge and dried the cartridge compartment and inserted a new insulin cartridge. She noticed moisture again today. She stated she changes the infusion tubing and insulin cartridge every 10-12 days. She was advised to change the insulin cartridge and infusion tubing every 6 days. The adapter had not been changed in the past 10 insulin cartridge changes and she was advised to do so. She had attempted to switch to the backup infusion device. She was advised to reinsert the insulin cartridge into the primary infusion device using a new adapter. She performed 2 prime cycles and no insulin dripped from the infusion tubing. She removed the infusion tubing and stated insulin is pooling around the adapter. She stated there is crystallized insulin inside the adapter, although she stated it was new and does not believe it had ever been used. She attached another new adapter and primed without error. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The adapter was requested to be returned for evaluation.